Manufacturer narrative:
(B)(4). Date sent: 03/04/2020. Only event year known: 2020. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: what was the implant date? What was the explant date? What is the lot number for the linx device? What is the product code for the linx device that was removed? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? Response: no further information available.

Event description:
It was reported that export/explantation of linx after sleeve and reflux symptoms.